Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and issues with the device were found. The internal investigation confirmed the malfunction experienced by the patient.

Event description:
The patient performed control solution testing and received out of range results for control solution 1 and 2. The result for control 1 was 75, and the pre-calibrated range for control solution 1 was 94-142. The result for control 2 was 76, and the pre-calibrated range for control solution 2 was 277-417. The patient retested and the results for control solution 1 was 73 and 77. The patient did not receive treatment as part of the malfunction.

Manufacturer narrative:
The patient did not complete new control solution tests after receiving new supplies, and a replacement blood glucose meter was sent. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplement report will be filed.

Event description:
The patient performed control solution testing and received out of range results for control solution 1 and 2. The result for control 1 was 75, and the pre-calibrated range for control solution 1 was 94-142. The result for control 2 was 76, and the pre-calibrated range for control solution 2 was 277-417. The patient retested and the results for control solution 1 was 73 and 77. The patient did not receive treatment as part of the malfunction.